Event description:
Information received indicates, the brake will not hold.

Manufacturer narrative:
The technician found the caster wheels were worn flat and the brake pad could not be adjusted. The account declined to repair the stretcher.